Event description:
It was reported that the catheter was used for treatment and the physician noted that the distal tip of the catheter seems fragmented. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval. (B)(4).